Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy. Upon interrogation, the device was found in backup vvi mode and could not be restored to normal operation. Fracture of the rv lead was observed via x-ray. Oversensing was also observed. The lead was capped and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi was confirmed in the laboratory and was caused by a power on reset. Analysis found that the output circuitry was damaged. The low voltage functionality was tested on the bench and using automated test equipment and was found to be normal. The cause of the output circuit damage could not be conclusively determined.